Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a clip in the jaw, the clip was removed in order to measure jaw width. A picture that shows an apparent clip gap was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were not forming correctly when the device was fired. It was fired a number of times and a few times the clips formed incorrectly. I am unsure what was used to complete the procedure although the hospital also has el5ml on the shelf. The surgeon was unavailable to speak with. However she has been using er320 for a number of years as the device is regularly used in the hospital. While the affected device was disposed of, the hospital have sent back a sterile device from the same lot. The picture of the malformed staples will also be sent back.